Manufacturer narrative:
(B)(4). A batch review will be conducted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation, however the flow restrictor (luer) was not returned which prevented the any functional flow tests to be performed. The reported condition was not confirmed because an incomplete device was returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one infusor elastomeric device was observed with no flow. This event was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.